Manufacturer narrative:
(B)(4).

Event description:
Procedure type: aortic bifemoral bypass. According to the reporter: the surgeon fired the stapler, the staples were partially deployed causing leakage of blood rapidly filling the abdomen of the patient. Applying a second cartridge produced the same result; a partial release of clips, which could not stop the leak of the first ta. The surgeon clamped the aorta and oversewed the staple line on the aorta successfully. Blood loss of about 500cc requiring blood transfusion. Calcification in the aorta. There was loss of tissue but no irreversible damage. No other information related to patient available. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as good. The device is being returned for evaluation. No reinforcement material was used.